Manufacturer narrative:
The event product was not returned to applied medical for evaluation. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "a rubber portion of applied medical kii sleeve (ref: cts22) was discovered by dr. (B)(6) after introducing long articulating endoscopic linear cutter (ref. Long60a) through the trocar sleeve. Dr. (B)(6) removed the rubber portion of the trocar sleeve immediately and requested for it to be removed from the sterile field and saved. Nursing chain of command was notified and gave instructions for the trocar and its rubber portion to be assessed for completeness. A new trocar (ref. Cts22) was used as a comparison to verify that all of the trocar pieces were accounted for. Because it touched the patient, patient safety does not recommend returning the device to applied medical. " "the above description in quotation marks was emailed to me by (B)(6). Applied medical representative was not present in the room at time of case." Patient status - fine.